Event description:
It was reported that customer had low blood glucose of 40 mg/dl. Customer declined transfer to help line as he states settings would be adjusted and he will upload to carelink. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.